Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
The reported event that the pointer tip was bent was duplicated; it was confirmed that the device had a bent tip. It is possible that bending forces caused the reported event.

Event description:
It was reported that the small pointer had a bent tip during reprocessing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the small pointer had a bent tip during reprocessing at the user facility. There was no patient involvement and no adverse consequences associated with the device.